Manufacturer narrative:
Additional information was received that this device was electively explanted. No adverse patient effects were reported during the procedure. The device was confirmed to be unavailable for return for analysis.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncope. The cause was not defined. No further patient effects were reported.

Manufacturer narrative:
Event clarification and resolution were requested from the field representative. The representative was not aware of the issue and stated that perhaps the hospital staff performed the device check. Should additional information become available, this event will be updated.